Event description:
Information received by medtronic indicated that the customer reported a low blood glucose of 50mg/dl. The customer was hospitalized and treated with the food. The customer had symptoms of fainting and a crack on the insulin pump. Troubleshooting was performed and there was a crack in the back of the pump. No harm requiring medical intervention was reported. The customer had discontinued using the device and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total of al linsulin delivered = 37.525. Daily total of basal insulin delivered = 24.525. Daily total of bolus insulin delivered = 13. (B)(6) 2023 13:17:11.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 5. Bolus amount delivered = 5. (B)(6) 2023 17:10:39.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3. Bolusamountdelivered = 3. (B)(6) 2023 20:40:31.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 5. Bolus amount delivered = 5. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 02:54:52.000. (B)(6) 2023 03:04:00.000. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 23:13:00.000. (B)(6) 2023 00:49:00.000. (B)(6) 2023 00:59:00.000. Sensor signal not found alert (796) was recorded and found in the formatted history file on: (B)(6) 2023 20:56:00.000 cannot find sensor signal 1 alert (790) was recorded and found in the formatted history file on: (B)(6) 2023 15:19:00.000. (B)(6) 2023 20:15:00.000. (B)(6) 2023 20:37:00.000. Cannot find sensor signal 2 alert (791) was recorded and found in the formatted history file on: (B)(6) 2023 15:22:00.000. (B)(6) 2023 20:18:00.000. (B)(6) 2023 20:40:00.000. The pump was programmed with a test guardian link (2) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, lost sensor alert, sensor signal not found alert, cannot find sensor signal alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 19:14:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 04:45:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 05:16:00.000. (B)(6) 2023 05:26:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 05:26:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and power loss alarm were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. No unexpected low battery alert, replace battery alert/replace battery now alarm and power loss alarm noted during testing. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a minor scratched lcd window and a scratched case. Cosmetic damage was confirmed at the pump case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. However, battery cap contact missing/damaged was confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.